Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to cryolife cardiovascular rep, "double valve procedure. Both valves were implanted. Both valves leaflets were tested and seemed to be working fine. Patient was closed and taken off pump. Anaesthesia did a tee and noticed one leaflet on the mitral valve was not opening. Patient put back on pump and reopened. Surgeon was unable to determine what was causing leaflet not to open, so he decided to explant it and replace with mosaic valve."

Manufacturer narrative:
On-x valve onxm-27/29 sn (B)(4) was returned to on-x life technologies 01/06/2017. The valve was reviewed. Methods of evaluation used for the onxm-27/29 sn (B)(4) were microscopy and visual, 614 proof test, static leak, inspect visual functional, dimensional inspection (cmm) and, bind test. The valve was cleaned and processed through sub-assembly inspections and component dimensional inspection. The DHR review and the sample evaluation indicate that the valve meets all specifications. The results of this evaluation suggest that this valve meets all dimensional and functional inspection. It is likely that the suspect leaflet was being prevented from moving by physiological interference. The manufacturing records for the onxm-27/29 sn (B)(4) were reviewed by and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted.

Event description:
According to cryolife cardiovascular rep, "double valve procedure. Both valves were implanted. Both valves leaflets were tested and seemed to be working fine. Patient was closed and taken off pump. Anaesthesia did a tee and noticed one leaflet on the mitral valve was not opening. Patient put back on pump and reopened. Surgeon was unable to determine what was causing leaflet not to open, so he decided to explant it and replace with mosaic valve."